Event description:
Abbott has determined that ausab eia, lot number 59238m200 has reduced sensitivity using procedure a incubation method. Recent product stability data indicates that our internal low-level anti-hbs panel member (15miu/ml) may produce non-reactive results when tested with this lot. A false non-reactive ausab result has the potential to lead to a booster vaccination or a full series hepatitis b vaccination; however, most vaccinated pts have anti-hbs levels greater than 15 miu/ml. There have been no reports of adverse events or impact to pt mgmt related to this issue. A prod correction has been issued and reported.

Manufacturer narrative:
To ensure the sensitivity of ausab eia, lot 59238m200 is maintained through the expiration (june 11, 2008) a customer communication letter was distributed with the following instructions: "if you continue to use procedure a, re-test all non-reactive results generated using the procedure a incubation method by using the procedure b incubation method. Use the result from procedure b for interpretation or use procedure b for all sample testing." This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.